Manufacturer narrative:
Evaluation summary: the hypotube was kinked 35.5cm distal to the strain relief. The transition tubing was kinked 1.5cm proximal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 2nd, 27th, 30th and 31st distal stent wraps with numerous struts raised. There was deformation to the distal tip. The proximal balloon folds were slightly bunched. (B)(4).

Event description:
The physician intended to use a resolute onyx drug-eluting stent. Lesion was pre-dilated. It is reported that the deformation occurred during withdrawal following failed deployment. The physician saw it was deformed after the device was removed. There was no issue removing the device from the patient. No intervention was required. The procedure was completed with another resolute onyx drug eluting stent. Patient is currently at home and doing well. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.